Event description:
The following literature "study on frontalis suspension with double-stranded expanded polytetrafluoroethylene suture for treating severe congenital ptosis in children" was received via j craniofacial surg. Published online 2026. This prospective clinical study evaluated the effectiveness and safety of double-stranded gore-tex® suture frontalis suspension surgery for treating congenital ptosis in children. The aim was to assess postoperative eyelid height, eyelid closure recovery, cosmetic outcomes, and complication rates, and to determine whether double-stranded expanded polytetrafluoroethylene [eptfe] sutures provide reliable and stable results for pediatric ptosis correction. A total of 118 children (133 eyes) aged 3¿7 years (mean age 5.6 years, 71 males) with severe congenital ptosis were treated between december 2022 and january 2024. All patients met strict inclusion criteria for severe congenital ptosis and all underwent frontalis suspension using double-stranded gore-tex sutures. During follow-up at 1 day, 1 week, 1 month, 3 months, 6 months, and 1 year, several postoperative events were recorded. Suture-specific issues included early infection in two cases, both presenting with poor wound healing at the frontal incision. In each case, conservative treatment¿topical and systemic antibiotics, local wound care, and debridement were attempted but failed, ultimately requiring surgical removal of the sutures, after which symptoms resolved. Additionally, two cases of suture extrusion were identified: one involving exposure of the gore-tex knot 7 months postoperatively, requiring surgical removal of the sutures, and another involving knot loosening after trauma, which required suture repositioning and refixation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2/a3: the patient's gender is recorded as male (71 males out of a total of 118 patients), and the age is recorded as an average of 6 years old. H6: due to an unknown lot/serial number, a direct product analysis could not be conducted. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Citation: hou d, wang x, tian b, zhu y. Study on frontalis suspension with double-stranded expanded polytetrafluoroethylene suture for treating severe congenital ptosis in children. J craniofac surg. 2026 jan 20. Doi: 10.1097/scs.0000000000011806. Epub ahead of print. Pmid: 41556977. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.